Event description:
The patient reported she lost stimulation on (B)(6) 2014 and her ipg does not communicate with external devices. Also, the programmer displays a communication error message. Patient indicated she has gained weight. A replacement charging system was sent to the patient, however the issue persists. The sjm representative is to meet with the patient as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.